Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer¿s blood glucose level was 500 mg/dl with trace ketones. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.